Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Lead break is suspected. Revision surgery is likely. No adverse event was reported in conjunction with the high lead impedance condition.

Event description:
The patient underwent revision surgery. During surgery, the neck incision was opened and the lead was noted to be completely fractured near the electrode bifurcation below the electrodess. Both lead and generator were explanted and replaced with a new vns therapy system. Device diagnostics of new device indicated proper device function.